Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h2: additional information: block b5 (event description) has been updated.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. ***additional information was received on 12feb2025*** it was reported that two cre pro wireguided dilatation balloons were used in the same patient and procedure and both burst.